Event description:
It was reported that the patient went to an outside facility and underwent CT imaging due to abdominal pain, and it was revealed that a fragment of the stent had broken off and migrated into the small bowel, likely causing small bowel obstruction. Patient is scheduled for a double-balloon enterostomy to retrieve the broken stent.